Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that approximately three years and eight months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) in a bioprosthetic pulmonary valved conduit, endocarditis was noted by a blood culture showing streptococcus mitis that was acquired during dental work. Two floating structures size 6x4mm were noted. These structures could not be confirmed but were noted by the physician to be likely vegetation at the leaflet basis. Antibiotics were prescribed and sterile blood cultures were noted 45 days later. Approximately 45-46 days post- antibiotic treatment, a transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) revealed that the vegetation had remained, as well as a gradient of 54 mmhg, and regurgitation. Four years and eight months post valve implant, central moderate regurgitation was noted and a type 2 stent fracture was revealed. A second tpbv was implanted valve-in-valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the sterility lot record confirms that the biological indicators (bi) tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic has an anti-microbial kill on microorganisms including staphylococcus and streptococcus species. The reported organism can be rendered non-viable to the sterilization process during manufacturing. In addition, the information received indicated that the endocarditis occurred more than 3 years post implant. Endocarditis that occurs more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. The endocarditis is unlikely to be attributed to the transcatheter pulmonary valve (tpv) and/or the manufacturing process. Based on clinical data and literature, melody stent fractures are a known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and the heart, appear to be associated with an increased risk of stent fracture. However, a true root cause of the stent fractures could not be determined. The reported vegetation likely contributed to the increased gradients and regurgitation. Overall, there is no indication that the reported endocarditis and stent fractures were related to the manufacture of the device.